Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00034 on 26-jan-2023. Corrected data (26-jan-2023): siemens further investigated the incident. Based on instrument files and follow up with the customer, it was determined that the initial results and repeat results were reversed in the initial report and there was an additional falsely elevated cancer antigen ca 27.29 (br 27.29) result obtained on a patient sample on the day of the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely elevated cancer antigen ca 27.29 (br 27.29) results were obtained on four patient samples on an atellica im 1300 analyzer. The initial results were reported to physician(s), who questioned the results. All samples were repeated on the same atellica im 1300 analyzer and resulted lower than the initial results. The repeat results were reported to the physician(s), as the correct results. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated br 27.29 patient results.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00034 on 26-jan-2023 and the first supplemental report on 09-feb-2023. Additional information (20-mar-2023): siemens further investigated the event. Siemens reviewed the instrument files and did not identify any issue with the addition of reagent or sample that would have caused the elevated results. In the initial report, it was mentioned that the reagent probe 3, which is employed by the cancer antigen ca 27.29 (br 27.29) assay, was bent. The bent reagent probe may have impeded the probe from being properly washed. Additionally, the reagent pack may have been compromised before being loaded onto the analyzer or was contaminated while on the analyzer due to the reagent probe not being washed properly. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely depressed cancer antigen ca 27.29 (br 27.29) results for three patients samples were obtained on an atellica im 1300 analyzer. The initial results were reported to physician(s), who questioned the results. All samples were repeated on the same atellica im 1300 analyzer and resulted higher than the initial results. The repeat results were reported to the physician(s), as the correct results. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed br 27.29 patient results.

Manufacturer narrative:
A united states (us) customer contacted the customer care center (ccc) and reported that falsely depressed cancer antigen ca 27.29 (br 27.29) results for three patients samples were obtained on an atellica im 1300 analyzer. Quality controls (qcs) recovered within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse determined that reagent 3 (r3) probe was bent. The cse replaced and primed the r3 probe and ran an autocheck, which was acceptable. Then, the customer ran calibration for br 27.29, which failed calibration due to sample aspiration errors. The cse also tried a new air pump. On a subsequent visit, the cse replaced tubing and the sample probe pump. Then, the cse ran a sample probe test, replaced both sample valves, reinitialized and tested the sampler multiple times, which was acceptable. Next, the cse ran an autocheck and daily maintenance, and both passed. Then, the customer calibrated br 27.29 and ran qc, which resulted within acceptable limits. The cause of the falsely depressed br 27.29 results is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.